Manufacturer narrative:
Eval summary: the customer indicated the device will not be returned; therefore, device analysis cannot be performed. No discrepancies were reported or observed by the account during the device preparation or inspection of the device prior to use. A pre-existing hole / rupture in the balloon would likely have been detected during an instructions for use directed preparation or inspection of the device. The reporter indicated that the balloon was inflated three separate times to an unknown pressure within the superficial femoral artery graft. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. However, without a returned device for analysis, a root cause for the balloon rupture and separation could not be determined. During production, all balloon catheters are 100% leak tested and 100% inflated to rated burst pressure. The device part and lot numbers were not provided; therefore, device lot history review could not be performed.

Event description:
Device malfunction: balloon rupture, detachment. Time of malfunction: during the procedure. Symptoms/ae: none. User facility medwatch report received that states "event desc: an agiltrac balloon was inflated in the right sfa graft three separate times. After the third inflation, it was noted that the balloon had ruptured, and was caught on the end of the pinnacle sheath still in the body. A portion of the balloon shaft was removed from the body. A balloon from another MFR was then inflated to 6 atms, and the fractured balloon and sheath were then removed from the body. A 6fr x 11 sheath was inserted into the left femoral artery, and the case continued without further incident. Pt was d.c. In stable condition." Though requested, the reporter could provide no additional information.